Manufacturer narrative:
Following the submission of the initial MDR, it was determined that this complaint is a duplicate of (B)(4). This complaint and the associated MDR will be voided.

Event description:
Duplicate of (B)(4).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc - safety shield activation failure it was reported by customer that the safety mechanism is not activating but instead detaching completely, leaving an exposed needle after retraction.